Event description:
It was reported that the patient experienced a bent catheter event during removal on (B)(6) 2026, which resulted in high blood glucose accompanied by symptoms of nausea and meg (mild epigastric discomfort), and was corrected using the pump.

Manufacturer narrative:
Initial 1 of 3 e1: name: (B)(6) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.